Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿thread like¿ particle in a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The compounder stated that the particle originated from the empty bag. This was identified during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection a white floating pm was observed inside the fluid pathway. The reported issue was confirmed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.